Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer refused to trouble shoot the issue but stated the problem was probably caused by a site or se4t issue. The customer was sent replacement infusion sets and reservoirs as a courtesy. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.